Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) used for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The image provided confirmed the femur was upside down. Log files and screenshots provided for review do not match the serial number reported. The reported failure mode could not be confirmed as we do not have the correct files for the case. The error was tested on same version to replicate the results. The probe was held at an off angle and the distorted femur position was recreated. Refer to the user manual for knee arthroplasty section collecting the femoral rotational axis for angle collection instructions. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level showed an increase. As a result of the risk assessment the quality team has been notified for further investigation. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with the probe at an off angle. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that after redefining axis during a cori tka procedure, the surgeon wanted to see the redefine screen again. The pedal was accidentally depressed, collecting an axis outside the field. This completely inverted the visual femur upside down. They attempted to redefine, and the model remained upside down. They cleared axis and cleared femur mesh. They attempted to re-paint femur, and the model remained upside down. So, they exited case and started a new one, with no further complications. Patient was not harmed, and a delay of less than 5 minutes occurred.